Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the imaging system on-site. It was found that the 20 amp fuses on the mobile view station (mvs) board were blown. Replaced fuses. The blown fuses were discarded on-site, so no part return is expected. However, an electrical failure mode was confirmed with the fuses being the root cause. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A site representative reported that the imaging system mobile view station (mvs) would not power on. It was reported that the green power light was not illuminated. There was no patient present when this issue was identified.